Manufacturer narrative:
The product was returned. Per the returns plan in (B)(4) unit returned on 06/17/2014. Evaluation shows metal separated from weld at lower rear side frame. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states one side frame is broken on a weld right below the rear wheel. Customer did not know which side.